Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis registered nurse (rn) reported to fresenius technical service (ts) support on (B)(6) 2025 that fluid was discovered during unknown phase of treatment. The patient was not connected during the incident. The fluid was not discovered in the pump module area; and the fluid was not discovered on the external side of the cassette. No leaks were detected coming from the cassette, and there were no alarms/warnings prior to the leak. The film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the pdrn stated that the cycler was not being used on a patient since it is a training cycler. Per pdrn when the training was completed on a training tummy when they removed the cycler set, they noticed a couple droplets of fluid/water inside the cycler. The pdrn stated that there was no fluid on the external of the cassette, or coming from the solution bags or connections. The pdrn stated that they did not know where exactly the droplets came from. Per pdrn they followed the advice from ts and used the cycler the next day for training and there was no presence of any fluid/drops. There was no patient involvement, no adverse event, and no medical intervention was required as a result of the reported event. The supplies used have been discarded.

Manufacturer narrative:
Additional information: d9, h2, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (rn) reported to fresenius technical service (ts) support on (B)(6) 2025 that fluid was discovered during unknown phase of treatment. The patient was not connected during the incident. The fluid was not discovered in the pump module area; and the fluid was not discovered on the external side of the cassette. No leaks were detected coming from the cassette, and there were no alarms/warnings prior to the leak. The film on the back of the cassette is not loose. Upon follow-up conducted on (B)(6) 2025 the pdrn stated that the cycler was not being used on a patient since it is a training cycler. Per pdrn when the training was completed on a training tummy when they removed the cycler set, they noticed a couple droplets of fluid/water inside the cycler. The pdrn stated that there was no fluid on the external of the cassette, or coming from the solution bags or connections. The pdrn stated that they did not know where exactly the droplets came from. Per pdrn they followed the advice from ts and used the cycler the next day for training and there was no presence of any fluid/drops. There was no patient involvement, no adverse event, and no medical intervention was required as a result of the reported event. The supplies used have been discarded.